Event description:
Boston scientific received information that a nonsustained ventricular tachycardia (vt) episode was stored due to oversensed noise on the rate/sense portion of this implantable defibrillation lead. Additionally, low out of range pacing impedance measurements were observed on the same date. Boston scientific technical services (ts) discussed a possible insulation issue and provided troubleshooting options. The patient was scheduled for a follow-up appointment. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.